Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 712mg/dl and diabetic ketoacidosis.the customer passed out and was transported to the hospital where they were treated with injections. Customer indicated they are currently in the hospital and their blood glucose value was 252 mg/dl at the time of the call. Troubleshooting was performed and spoke with the customer's nurse. It was found that the battery was too low to check alarm history or infusion site issues or pump programming. Customer was advised to call back when new batteries have been installed and to further troubleshoot.